Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that tape was not sticking due to sweating. The patient also reported that the set and sensor come of due to sweating and patient had high blood glucose levels and had diabetic ketoacidosis and received treatment with pump. The patient was hospitalized on (B)(6) 2024 stayed for more than 24 hours due to high blood glucose levels while admitting the hospital the patient blood glucose levels was 320 mg/dl and received treatment of IV and manual injection. The patient reported that while admitting the hospital patient had sweating, vomiting and stomach pains. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.